Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "very small droplets of suspected parenteral nutrition noticed around the integrated filter on giving set." The material number and batch number were not provided by the customer. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Manufacturer narrative:
E1. Initial reporter first and last names unknown. E1. Address information unknown. E1. Facility name unknown. E1. Initial reported country unknown; united states, (B)(6). Used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: very small droplets of suspected parenteral nutrition noticed around the integrated filter on giving set. Pn bag and full giving set attachment kept.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "very small droplets of suspected parenteral nutrition noticed around the integrated filter on giving set." The material number and batch number were not provided by the customer. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
No additional information.